Event description:
An endeavor sprint rx drug-eluting coronary stent delivery system length 14mm, diameter 2.5mm was used to treat lesion with 70% stenosis in a pt's tight lad. It was reported that the stent dislodged during the procedure. The lesion was pre-dilated twice at 6 atmospheres. The protective covering was removed from the stent without difficulties. The physician inspected the stent prior to use and there were no issues noted. The stent advanced normally over the wire and through the guide catheter. The physician was unable to deliver the stent to the lesion. On withdrawing the device, the stent dislodged at the left main guide junction and was located in the left main. The pt was sent to surgery. Pt was reported to be fine post procedure. The stent delivery system was not returned to medtronic for evaluation.

Manufacturer narrative:
(B) (4): evaluation results: dislodgement, tight left main with 70% stenosis. Evaluation